Event description:
It was reported by repair work order that the siderail was stuck in the down position due to the siderail assembly being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.